Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed, and corrective action has been taken regarding failures of this type. One 3 fr single lumen powerpicc provena catheter was returned for evaluation. An initial visual observation showed use residue throughout the sample and the ink on the extension leg and molded joint was observed to be worn and faded. A large split was observed in the extension tubing just within the distal end of the luer connector. A microscopic observation revealed the fracture surface of the split in the extension tubing of the purple lumen was rough and exhibited cracks/fissures and beach marks. A lot history review (lhr) of rebw1532 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the hub broke off of the catheter. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebw1532 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the hub broke off of the catheter. No other information was provided.